Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The device was filled with food coloring and the leaking fiber was identified in the outer wind. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, the device began to drip from the bottom during priming. The device was replaced. There was no patient involvement, so no adverse effect occurred. The customer stated that there was no damage to the packaging and the device looked fine prior to priming under visual inspection. Medtronic received additional information that the oxygenator began to leak as they started to prime the circuit. The customer did not see any air while priming. There was no anticoagulant and the prime solution was plasmalyte. Two fusion oxygenator lots 225138585 and 225156992 were used in this custom tubing pack.